Event description:
It was reported that the customer had taken a trip to the emergency room for high blood glucose. At the time of reporting, her blood glucose was 355mg/dl, which she was treating with her insulin pump. She also stated that she believed her pump was not working properly. She was advised to revert to her backup plan. The pump was returned. No additional information was reported.